Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4669 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: when placing piccline for serum injection, the catheter is split at the connection with the luer lock tip. Clinical consequences observed: installation of a new equivalent device. Actions taken: removal of the device.

Event description:
It was reported: when placing piccline for serum injection, the catheter is split at the connection with the luer lock tip. Clinical consequences observed: installation of a new equivalent device. Actions taken: removal of the device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed a relatively large, slightly diagonal split in the catheter just distal to the molded joint. A microscopic observation revealed some usage residue on the returned sample. The edges of the split were observed to be rough and uneven. The fracture surfaces were observed to be rough, but mostly flat. A bridge of material was observed connecting the edges of the split near the distal end of the split before it opened once again. Additional damage was observed on the inner wall of the catheter tubing; this damage was observed to be somewhat abrasive in nature and the majority of this damage was found to not go completely through the inner wall of the catheter tubing. Two additional smaller splits were observed in the catheter opposite the large split and were found to be similar in shape and texture. While the exact cause of the damage in the returned catheter could not be determined, possible causes include damage caused by an internal stylet or another tool/instrument and damage due to compression of the catheter with a stylet still inserted. However, the exact cause could not be determined from the evidence found on the returned sample. H3 other text : evaluation findings are in section h.11.